Event description:
It was reported that during a coronary stent procedure, the wire became caught between the stent and the vessel wall. Attempts were made to dislodge the wire. The wire unraveled and fractured as the balloon catheter and wire were removed within the guiding catheter. The pt went to bypass surgery to remove the stent and the wire tip. Pt status is listed as "ok".